Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via manufacturer representative regarding an event that occurred during normal use of the product after an mis navigated tlif l5/s1 procedure on a patient diagnosed with degenerate disc disease. It was reported that in the x-ray set screw was seen to have loosened from pedicle screw. Revision surgery was done to explant the product. The product will be returned. No other patient injury/complications were reported.